Manufacturer narrative:
(B)(4). Batch #: t5cv6g. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The cartridge reload was received partially fired 1/3 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a kidney donor transplant procedure, the vascular stapler partially fired and stopped. The reverse button was used to remove from tissue. A second like stapler was used to complete the procedure. There were no patient consequences reported.